Manufacturer narrative:
(B)(4). Evaluation summary: two actual samples were received out of the pouch fully primed. Visual inspection showed no separation of the devices. A pull test was performed on the solvent bonds with no failures noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a clearlink solution set came loose from the tubing. This was noted before attaching the luer lock to the patient. The device was to infuse chemotherapy. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.